Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances associated with the reported lot. A query of the complaint-handling database identified no other incidents of single leaflet device attachment (slda) reported for this reported lot. Potential causes for slda leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the presence of the prolapsed leaflet likely contributed to suboptimal grasping of the clip during the procedure; subsequently the clip detached from the posterior leaflet and was attached only to the anterior leaflet. Based on the information reviewed, the reported slda appears to be related to procedural conditions and not a product quality deficiency. The patient effects of dizziness and worsening mitral regurgitation (mr) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. In this case, the worsening mr resulting in dizziness and fatigue was reported to be a result of the worsening of the disease. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2012, the patient, with degenerative mitral regurgitation, underwent a procedure with placement of two mitraclips, reducing the mitral regurgitation (mr) grade from 4+ to 1-2. On (B)(6) 2012, an echocardiogram noted mitral regurgitation had increased to 4+. The clips were attached to both leaflets. On (B)(6) 2013, the patient underwent a second mitraclip procedure, due to worsening mitral regurgitation. One mitraclip was implanted, reducing the mr grade to 2+. On (B)(6) 2014, the patient experienced a worsening of mitral regurgitation, evidenced by fatigue and light-headedness. No treatment was provided. Per study physician, the worsening mitral regurgitation is not related to the study device or study procedure and is due to progression of disease. On (B)(6) 2014, transesophageal echocardiogram noted that one of the mitraclips that had been implanted on (b)64) 2012, the middle clip, was detached from the posterior mitral valve leaflet (single leaflet device attachment-slda) but remained attached to the anterior leaflet. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.